Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. It was also reported that the fill estimate gauge would decrease from 140 units of insulin to 40 units of insulin within minutes. Customer reported an elevated blood glucose (bg) level above 300 (mg/dl) but declined to state how bg levels were addressed. Customer loaded a new cartridge and issue was resolved. Customer declined to troubleshoot or provide any further information on the reported event. Customer indicated that an alternate pump would be used for diabetes management.